Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/7/2025, a patient¿s legal representative reported via email that the patient sustained a serious and permanent injury to her left knee during an arthroscopic procedure performed on (B)(6) 2024. According to the report, the injury resulted from extravasation of lactated ringer¿s solution into the joint due to a malfunction of the arthrex dualwave arthroscopy pump. The pump is believed to have experienced a sensor-related failure. At the time of the incident, chondroplasty was being conducted using the arthrex ablation wand. Although the pump was shut down immediately upon recognition of the malfunction, significant soft tissue infiltration had already occurred. Pulses remained palpable intraoperatively. Portal incisions were closed and dressed appropriately, and the patient was transferred to the recovery room in stable condition. Despite having completed physical therapy, the patient continues to report persistent pain in the affected knee, which has since limited the ability to participate in physical activities. Per the operative notes, the pump malfunction was the source of the injury. As of (B)(6) 2025, part number ar-6480 has been identified as the arthrex dualwave arthroscopy pump that was involved in the patient's surgery on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure was user error, specifically the surgical team's failure to closely monitor for signs of excess fluid buildup. Direction for use dfu-0212-eo. Dualwave¿ arthroscopy pump. User manual. General warnings and safety notices ¿ read this first. 5. When utilizing any fluid management device, the patient (extremity and surrounding area) must be monitored closely by the surgical team for signs of excess fluid buildup. Fluid usage volumes should be monitored and compared to similar surgical procedures. With all arthroscopy pumps, correct setup and proper user operation is required. Always select the lowest possible pressures in order to achieve the required intra-articular distention. All alarms or alerts must be acknowledged, and the appropriate troubleshooting procedure followed. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.